Manufacturer narrative:
The technician found the casters were worn. He replaced all four casters to repair the bed.

Event description:
Info received indicates the casters will not hold after the brake is activated.